Manufacturer narrative:
Device is a combination product. Device returned to MFR: the ranger drug-coated balloon was returned and analysis was completed. The received product consisted of the ranger balloon catheter inside an introducer sheath. The tip, balloon, inner and outer shafts, and hub/manifold were microscopically and visually inspected. Inspection revealed tip damage in the form of being flattened, the inner/outer shaft also had damage in the form of being stretched/focally necked starting 88 cm from the tip for the length of the device, and the inner shaft was pulled out from its seated position in the hub (dislocated 12.5 cm distally). Functional testing was attempted, inflation and deflation could not be performed due to the excessive damage to the shaft. The stretched portion of the device was so tight that fluid and air could not pass, preventing both inflation and deflation.

Event description:
It was reported that there was difficulty in removing a device. A left subclavian dilation by way of right femoral access was being performed. The physician inflated the 7.0mm x 40mm x 135cm ranger otw drug coated balloon to treat the lesion. Once the targeted area was treated, the balloon was deflated under radio control and the contrast medium was no longer visible on the screen. When the physician attempted to remove the balloon it was described as being "impossible." The physician then "jammed" the balloon into the introducer and removed both components together. The procedure was successfully completed without further issue or patient injury.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that there was difficulty in removing a device. A left subclavian dilation by way of right femoral access was being performed. The physician inflated the 7.0mm x 40mm x 135cm ranger otw drug coated balloon to treat the lesion. Once the targeted area was treated, the balloon was deflated under radio control and the contrast medium was no longer visible on the screen. When the physician attempted to remove the balloon it was described as being "impossible." The physician then "jammed" the balloon into the introducer and removed both components together. The procedure was successfully completed without further issue or patient injury.